Event description:
It was reported the pt no longer had stimulation and the ipg would not communicate with external devices. The sjm rep met with the pt and confirmed the issue. Follow up identified the pt did not want surgical intervention, and wanted to pursue a non-surgical type of intervention for pain relief.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.